Event description:
The reporter stated that "tpn/lipids hung per order at 1cc/hr x20 hours. After one hour, it was noted that the entire volume had been delivered. Pump was found to still be programmed at 1cc/hr but volume was now 6 instead of 20." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The pump has been received from the customer. Medex has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is complete.